Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The patient presented with chest pain which had started the previous day. The left main was engaged using a 6fr xb 3.5 guide catheter and the lesion was crossed with a luge wire advanced into the distal obtuse marginal (om). Then the om lesion was dilated using a 2.5x12mm non bsc balloon at serial 8atm inflations. A 3.0x12mm promus premier stent was deployed at 12atm and post dilated with the stent balloon at 14atm. Then another 3.5x32mm promus premier stent was deployed proximally and overlapping, at 11atm. Post dilatation was performed with a non bsc 3.75x15mm balloon at serial 12-14atm inflations. A small area appeared fibrocalcific and was again dilated using an nc emerge 3.75x8.0mm balloon at 16 atm followed by a non bsc 4.0x6.0mm balloon at serial 10atm inflations. The area was then visualized by ivus and there was no obvious dissection or thrombus noted. The stent appeared well apposed, but there was concern for possible stent fracture just distal to the overlap area. This became further evident after dilation with a nc emerge 4.0x8.0 mm balloon at 18atm. This area was attempted to be stented using a 3.5x12mm non bsc drug eluting stent, but it could not cross the lesion area. Dilation was performed again using a 4.0x6.0mm non bsc balloon at serial 14atm inflations. Another luge wire was used to rewire across the stents and advanced into the distal om. Then the 3.5x12mm non bsc drug eluting stent was able to cross the lesion and was deployed at 16atm, after the first luge wire was withdrawn. The stent and overlap areas were again post dilated using a 4.0x8.0mm non bsc balloon at 14atm. Optimal results were obtained without any dissection, optimal stent wall apposition with around 10-20% residual and good distal timi ill flow noted at the end of the procedure. The patient remained asymptomatic and was transferred back to recovery area in stable condition.